Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product was not draining at all. Urine allegedly backed up into the tubing.

Manufacturer narrative:
Received 1 used leg bag only. The visual inspection noted the inner tubing, where the catheter drains into the bag, was folded. However, no obvious defects were noted. During the functional testing, the sample was evaluated in the following manner: the extension tube was connected to a new 16 fr. Catheter (not part of the sample received). Water was passed through, and it was noted that the liquid flowed toward the interior of the bag, until it was filled to its maximum capacity. During the test, the flow was continuous. Conclusively, the liquid of the leg bags were drained to the exterior of the bags which noted no difficulty or problems to drain. Additionally, the vinyl¿s were cut to verify the embossed of the bag and flutter valve and no problems were noted on the embossed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- position bag on leg with flutter valve at top. - attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. -to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4).

Event description:
It was reported that the product was not draining at all. Urine allegedly backed up into the tubing.